Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Patient was placed onto impella cp support (left ventricle) due to acute myocardial infarction / cardiogenic shock. While on support, patient experienced right ventricular dysfunction and was implanted with impella rp in the right ventricle. The patient eventually developed flash pulmonary edema with rapid cardiopulmonary decompensation. Family withdrew care and patient expired. This report is for the impella cp (serial number: (B)(6)) there is an additional report for the impella rp (serial number: (B)(6)).

Manufacturer narrative:
B.2 added selection that was omitted from the initial report that was submitted. D.4 revised primary UDI number as it was entered incorrectly on the initial report that was submitted. H.6 added code b13 as it was omitted from the initial report that was submitted. Medical safety reviewed the event. There is not enough information to dissociate the impella devices used for bipella support as an associated factor to the patient's outcome. However, in this case, patient underlying condition likely contributed most to an outcome of death. Care was withdrawn which led to the patient expiring. Investigation summary: the investigation has been completed. No product was returned for investigation. Pulmonary edema/ cardiac failure/ organ failure: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passes all post sterile inspection checks. H6 type of investigation, investigation findings, conclusion codes and component code were updated accordingly based on the completed investigation. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella rp flex.